Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator generated a high pressure alarm. The device was rebooted and operated for about 10 minutes before the alarm was generated again. Although, the device continued cycling, the patient was transferred to another ventilator without harm.